Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that noise sensing was observed in both channels; most probably due to both insulation failure on non-sorin leads. The physician requests an analysis before any intervention.